Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05771. It was reported that balloon rupture occurred. A 12.0 x 40, 75cm mustang¿ balloon catheter was selected to dilate the lesion. However, during preparation, it was noted that the balloon was ruptured. The physician then opened another 12.0 x 40, 75cm mustang¿ balloon catheter but the same problem was noted. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned. There was an almost complete circumferential tear over the distal markerband. Only a small bit of the balloon material held the balloon together. An examination of the distal markerband identified no issues. A visual examination identified no issues with the shaft. Slight damage was observed at the distal end of the extruded bumper tip. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05771. It was reported that balloon rupture occurred. A 12.0 x 40, 75cm mustang balloon catheter was selected to dilate the lesion. However, during preparation, it was noted that the balloon was ruptured. The physician then opened another 12.0 x 40, 75cm mustang balloon catheter but the same problem was noted. The procedure was completed with another of the same device. No patient complications were reported.